Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer mentioned that they would like a new main pcb (printed circuit board) and eeprom (electrically erasable programmable read-only memory) for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire that the vela ventilator alarmed ventilator inoperable (inop) and motor fault. The customer confirmed that there was no patient involvement associated with the reported event.